Manufacturer narrative:
Investigation summary: a device history record review was completed for provided material number 309110 and batch number 2212188. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were undeliverable to the investigative facility, twenty (20) retained samples were obtained for evaluation from the manufacturing plant. The retained samples were examined; however, no signs of defect were identified.

Event description:
It was reported that during use with bd discardit¿ ii syringe liquid leaked past the stopper during aspiration. The following information was provided by the initial reporter: liquid ran out of the plunger during aspirating sodium chlorid 0.9%

Event description:
It was reported that during use with bd discardit¿ ii syringe liquid leaked past the stopper during asperation. The following information was provided by the initial reporter: liquid ran out of the plunger during asperating sodium chlorid 0.9%.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 12-jul-2023. H6: investigation summary: a device history record review was completed for provided material number 309110 and lot number 2212188. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, two (2) samples were returned for evaluation by our quality team. Through analysis of the samples, leakage was observed. Twenty (20) retained samples were previously obtained from the manufacturing facility for evaluation; however, none of the retained samples had any defects. Based on the observed defects with the returned samples, we have concluded that the leakage most likely resulted from damage to the plunger lip component. This type of damage may occur during the handling of the product through the manufacturing process or within the plunger assembly machine.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd discardit¿ ii syringe liquid leaked past the stopper during asperation. The following information was provided by the initial reporter: liquid ran out of the plunger during asperating sodium chlorid 0.9%